Manufacturer narrative:
The handpiece was disassembled and the motor cartridge which includes the tps flex assembly was replaced as well as the rotor assembly due to corrosion. The presence of corrosion, especially in the rotor assembly, could cause or contribute to damage to the tps flex assembly. The presence of damage to the tps flex assembly in the motor cartridge could cause or contribute to the console displaying bias current error due to loss of electrical connection.

Event description:
It was reported that the console displayed a bias current error when the core micro drill was connected prior to a case. A back-up was used to complete the case with no pt or use injuries, and there were no adverse consequences.